Event description:
The patients' right knee was revised due to pain and stiffness. The surgeon commented that the issue was with the scar tissue.

Manufacturer narrative:
The event was confirmed . Clinician review of the provided medical records concluded the patient's pain and stiffness to be due to recurrent arthrofibrosis. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patients' right knee was revised due to pain and stiffness. The surgeon commented that the issue was with the scar tissue.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown tibial insert. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device eval: hospital retained device.